Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. 1. We tested the standby current of returned meter, the result was 1.4a. The criteria is <55a. Pass. 2. Meter setting, audio and all buttons function are ok. 3. We tested the suspected meter with in house control solution and returned strips (strip lot number:d170116-1 ). The control solution tests for level low were 64/64 mg/dl, for level high were 270/263 mg/dl. The request control solution ranges are: level low 35~85 mg/dl; level high 210~320 mg/dl. All results were within the acceptance range. Pass. 4. We tested the retain strips (strip lot number:d170116-1) with returned meter. The control solution tests for level low were 65/63 mg/dl; for level high were 266/263 mg/dl. The request control solution ranges are: level low 35~85 mg/dl; level high 210~320 mg/dl. All results were within the acceptance range. Pass.

Event description:
Reporter alleged that medical attention was sought for end-user on (B)(6) 2018 at 1619 due to being found unresponsive by reporter. Reporter stated she tested on the prodigy meter and received a 67 mg/dl and immediately called the paramedics. While waiting for the paramedics the reported stated she gave the end-user orange juice. The paramedics arrived in 15 minutes and tested the end-user's blood glucose, result was 33 mg/dl. Paramedics administered IV solution (unknown concentration). Enduser was transported to the hospital. Upon arrival at the hospital a blood glucose test was performed but the reported cannot recall the result. No treatment was used to raise or lower the end-user's blood glucose level. End-user was in the hospital for approximately 3 hours and received a breathing treatment. At discharge the end-user was prescribed prednisone, no other instructions provided. No other information was provided about this event.